Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the out of range impedances, increase in pain, and no stimulation on one side was not determined. They stated that the patient¿s revision was completed on (B)(6)2018. The rep noted that the procedure went well, and the patient has good coverage with stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consume via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back syndrome-other, chronic low back pain, and non-malignant pain. It was reported that there was an increase in pain and no stimulation on one side. There were no environmental/external factors that led to this event per the patient. Impedance check revealed that 0-7 was out of range and had ¿overimpedance.¿ the manufacturer representative tried reprogramming solely on the 8-16 lead but was unable to get the coverage needed with just one lead. The issue was not resolved at the time of the report. Follow-up would be available after 2018-01-31. Surgical intervention was planned but had not been scheduled. Patient weight and medical history were asked but would not be made available. The issue started on (B)(6) 2017. No further complications were reported.